Event description:
I have a problem with the monarc subfascial hammock bladder mesh. When I get out of bed, urine runs down my legs. Even if I walk in grocery stores, I continue to have pain. The pain is almost as bad as labor pain where I hollow out every step and barely can make it to the bed. I have to grab and hold onto items to keep from hitting the floor. I am afraid to go to church or in public because if my bladder shifts, then I will wet my cloth. I am having problem with urinary tract infection. I had surgery on (B)(6) 2011. I see a second doctor for opinion. I saw him on (B)(6) 2012. He said my bladder is shifting and he could not remove the bladder mesh. The reason he is sending me to another doctor in the group is that mesh causes pelvis pain, he specializes in pelvis pain. FDA should not have allowed this piece of crap to be market.